Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the protective sheath and the mandrel were removed at once. The stent was not on the stent delivery system (sds) balloon. It was noted that no substantial force was applied when removing the sheath: however, the sheath was removed in a little bit more of a hurry than usual. No air aspiration was done before removing the sheath. No additional event or pt info is available.

Manufacturer narrative:
Result- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood or contrast visible. The stent implant was returned on the stylet in the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The outer diameters were oversized. Product performance engineering reviewed the incident info and results of the returned device analysis. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks on the balloon that were between the markers of the still tightly folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. It was gathered from the incident info that the simultaneous removal of the mandrel and protective sheath was slightly hurried. This may have contributed to the reported stent dislodgement. The inner diameter of the returned protective sheath was found to be within specification. The over-sized outer diameters (od) of the stent implant noted during analysis suggest that the stent slightly expanded during travel over the balloon as it dislodged, as would be expected; however, crimped stent od is checked on-line to ensure proper dimensions at the time of manufacturing. Based on the incident info and results of the returned device analysis, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined. There is no indication to suggest that materials or workmanship may have caused or contributed to the incident, dislodgement, no corrective action will be implemented in this case. A review of the finished device lot history records did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.